Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap. Gastrectomy, the reload was connected with the adapter and tried to close and open the jaw of the reload as a self-testing. After that, when surgeon try to fire, it didn't firing well and suddenly stopped cartridge. There was also abnormal staple formation. There was no injury to the patient. Patient is stable. Result of this problem: no. Was there blood loss of 500cc or more due to the product problem: no. Was surgical time extended by more than 30 minutes due to the product problem: no. Did the device fire the full linear range of the reload: no. Did the device partially fire: yes. How was the staple line corrected: abnormal staple formation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was partially fired. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number as released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.